Manufacturer narrative:
It is unk if the device involved in the reported incident is expected to be returned for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that the casing was split where the catheter goes in. Also, when the cable was flexed, the readings "go through the root." The product had just been received into the hosp and had not yet been used on a pt. The product problem was discovered during inspection of the product by the medical physics dept as it came of out of its delivery carton.